Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges that were loaded with insulin. The customer;s blood glucose level was 264 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.